Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. The insulin pump passed insulin pump self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Motor was tested outside of the insulin pump and passed. Minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor position encoder error alarm and a motor error alarm. The customer's blood glucose was 597 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.